Manufacturer narrative:
Per the case notes, the escalation response was provided to the user stating that there was variability noticed in the optical channel but it was stabilizing gradually. Due to poor user experience and to prevent the user from taking out the sensor by himself, the sensor replacement was approved through (B)(4). Since the authorized RMA was not received, thus no further investigation can be performed.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user complaints of inaccuracies in sensor readings resulting in sensor removal.